Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the device's plunger, top case on bottom front right corner and right plunger case were broken. There was damaged to bottom case seal. The technician performed the power up process, ran motor drive, occlusion test, inspected boards to confirm if there were any physical damage, fluid ingression or contamination. However, the technician was unable to duplicate reported event. The root cause of the reported issue was unable to be determined. The speaker was replaced as preventive measure. The device passed functional and delivery tests. There's a corrective action and preventive action (CAPA) for the reported event.

Event description:
It was reported that the device alarmed during primary audible alarm background (bgnd) test. No patient injury was reported.